Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.